Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. System check could not be performed with tandem technical support as occlusion alarm occurred in the past. Customer cleared the alarm and resumed insulin delivery. Customer's blood glucose was 266 mg/dl.